Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-seven-year-old female presented with shortness of breath and was placed on bilevel positive airway pressure due to hypoxemia. An electrocardiogram demonstrated a left bundle branch block with st-segment depression, and rising troponins. A recent cardiac catheterization previously performed had shown severe left main coronary artery disease and severe right coronary artery disease, with no intervention performed at that time. The patient had an extensive cardiac history including prior coronary artery bypass grafting and prior percutaneous transluminal coronary angioplasty. The patient was emergently taken to the cardiac catheterization laboratory. Coronary angiography demonstrated patent bypass grafts, and left ventricular dysfunction consistent with severe takotsubo cardiomyopathy. The clinical team elected to implant an impella device for hemodynamic support. The impella device was placed using standard best-practice technique, and the patient was transferred to the intensive care unit (ICU) at the conclusion of the procedure. In the ICU, the pulmonary artery wedge pressure was low, and blood was noted in the urine. A post-placement echocardiogram was not performed. The impella catheter was noted to be tight within the leg due to the knee immobilizer. The patient was tachycardic, and urine was dark and bloody. Adjustment of the catheter angle immediately reduced local oozing at the access site. The physician declined obtaining a formal echocardiogram. A bedside ultrasound showed that the pump was positioned deep in the left ventricle, contacting the papillary muscle. The device was pulled back, improving the position. Following repositioning, the pump was slightly more shallow, urine output lightened, and tachycardia resolved. Hemoglobin decreased from 16.8 g/dl to 7.8 g/dl. Two units of packed red blood cells were ordered. Pedal pulses were intermittent, and posterior tibial pulse was absent by doppler examination. The decision was made not to escalate to an impella 5.5 device, as the physician determined that the patient did not require escalation and did not meet criteria for extracorporeal membrane oxygenation. After discussion with the family, the patient was designated do-not-resuscitate¿comfort-care¿arrest. On the second hospital day, the patient showed clinical improvement compared with the prior day, with resolution of hemolysis. The plan was to begin weaning the patient from the impella device on the third hospital day. On the third day, the patient did not tolerate the weaning protocol. Continuous renal replacement therapy had not been initiated, and the patient had no urine output. The patient developed fever and leukocytosis. Later on, the third day, care was withdrawn per family decision, and the patient died. While the pump will be conservatively coded for the complications including death, they were more likely due to the patient underlying clinical conditions and improper positioning of the pump and knee immobilizer. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. The patient subsequently expired.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified section d catalog number needs to be corrected. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed was most likely use issue related since angle matching immediately resolved oozing. The cause of the difficult to place or position was unable to be determined due to insufficient clinical details.